Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). The customer reported that they experienced a low no alarm while the device was connected to a bunnell jet high frequency ventilator. A review of the device's service log revealed that a low no alarm occurred in the time frame of the complaint. Although identified in the service log, the regional service center (rsc) did not experience the reported issue of low no. Examination of the device's lower delivery manifold determined that the umbrella valve was not properly sealing. The root cause for this occurrence was likely due to the malfunctioning umbrella valve. As a result, the device's lower delivery manifold was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2020, a customer from the us called to report a low nitric oxide (no) condition with inomax dsir plus (B)(4) while the patient was being ventilated on a bunnell jet ventilator. The device was in use on a patient, however no patient harm was reported. Inomax dsir plus (B)(4) was removed from service and returned to the company for service evaluation. On 21-jan-2020, mallinckrodt sustaining engineering confirmed that the umbrella valve is not sealing properly in the lower delivery manifold. This meets the criteria of a reportable malfunction.